Manufacturer narrative:
The customer was sent a replacement pump. The customer was contacted by a medela clinician on 8/18/2016, and the customer stated she was on her 2nd round of antibiotics.   Initially she was prescribed dicloxacillin and then prescribed clindamycin. A clinician spoke with her again on 8/25/2016 and the customer stated that her last dose of antibiotics was going to be (B)(6) 2016. She stated at this time that her mastitis was resolved. The pump was returned to medela and evaluated on 8/25/2016.  The attached evaluation shows that the pump passed all functional tests.    It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant.   The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis."  Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported on (B)(6) 2016 that the vacuum control on her pump in style was not increasing and she was being treated for mastitis .